Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a medical engineer found loose connector at power source 1 of the primary controller in the outpatient clinic. A controller exchange was done for the patient by the vad team with the patient's backup up controller. There was no consequence to the patient.

Manufacturer narrative:
The controller, con190134, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not returned. Three good-faith attempts were made to acquire product. But the device could not be obtained. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.